Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a particle appearing to be "a sliver of white plastic" was found within the bag. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused bag was returned with original opened packaging. Under inspection, a particle was identified within the bag. The particle was a white, elongated shape. The particle was subjected to an ft-ir analysis, where it was discovered that it was made of acrylonitrile butadiene styrene (abs). This material is similar to the material used to manufacture the fl connectors on the bag. Upon inspection of the fl connector, a chipped edge was identified. The plastic flake found within the bag was determined to be compatible with the shape of the chipped edge. In response to similar reports of this nature, b. Braun has initiated a corrective action and preventative action (CAPA) which provides for root cause analysis and corrective action. We will maintain this report for further references, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.